Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 5076 lead, implanted (B)(6) 2007; 4194 lead implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the chronic right ventricular (rv) lead exhibited t-wave oversensing (twos) when the patient received a new implantable cardioverter defibrillator (ICD). Lead sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.